Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a mismatch between the drug reservoir and volume displayed on the pump. Customer reported this is an ongoing issue. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence in the complaint file attachment, and details in the complaint description, a probable cause could not be determined. Therefore, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: h4: mfg. Date. 17-may-2021 correction: d4: expiration date 04-may-2026.